Manufacturer narrative:
The consumer stated that when attempting to remove the tampon from the vaginal area, the pledget came apart in the middle and frayed apart in two pieces. This was the second to last one in the box and all the other tampons in the box were fine. Investigation findings: an assessment of the device history record for the reported lot code was completed based on the time provided and the time period used for statistical sampling for product release. This assessment found no anomalies that may have caused or contributed to the reported issue. A cluster assessment found 0 similar or related complaints for the reported lot. Complaints which are serious in nature are reviewed on a weekly cadence or for due cause to provide visibility and escalation. Complaints are also monitored for trending during our personal care complaint review process on a monthly cadence where a cross-functional team meets to review complaint trends. Root cause: a root cause could not be determined. The complaint could not be confirmed. Corrective action: no corrective action is needed at this time. Preventative action: no preventative action needed at this time. No further information is available at this time. We will provide follow up report if additional information becomes available.

Event description:
This is a non-us event. The event occurred in (B)(6). The consumer stated that when attempting to remove the tampon from the vaginal area, only half of the tampon was removed. She stated that the pledget came apart in the middle and frayed apart in two pieces. She was successfully able to remove the other half of the tampon.